Event description:
It was reported that the patient was charging more frequently. The patient underwent an ipg replacement procedure. It was noted that the patient had an upper respiratory infection not related to the surgery and was dehydrated due to sickness. The surgical site was still tender, however, it was healing fine. The explanted ipg was not returned as it was kept by the medical facility.